Event description:
Boston scientific received information that this implantable defibrillation lead exhibited high out of range pacing impedance measurements. It was determined the lead had dislodged. An invasive procedure was performed and this lead was successfully repositioned. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). The local area field representative was contacted for additional information. At this time, no further information is available and records indicate this lead remains in service. Should additional information become available this report will be updated.

Event description:
Additional information was received indicating the lead exhibited loss of capture at maximum outputs as well as increased pacing impedance measurements. There was a concern the lead dislodged following the revision procedure. No adverse patient effects were reported.